Event description:
Customer's wife called to report the hospitalization. Customer has had two surgeries, how he has high blood glucose. The current blood glucose reading is 325 mg/dl. Customer is not satisfied with the performance of the insulin pump. Customer advised that he must have the settings in order to program the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.